Event description:
While performing an orthopedic surgery, surgeon was drilling into the bone with a 3.2 drill bit. The drill bit broke off in the pt's tibia. The surgeon was unable to retrieve the broken piece.